Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener head was missing. The subject device is said to be available, however has yet to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the fastener head was missing. There was no patient injury.